Manufacturer narrative:
Manufacturer narrative: lot number was not reported. CAPA comment: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Pharmacovigilance comment: the serious events of swelling and infection at the implant site and hypersensitivity were considered expected and possibly related to the treatment. Serious criteria include hospitalization and the need for multiple medical interventions given both orally and IV to prevent permanent damage. Potential contributory factors include injection procedure or hypersensitivity reaction. The non-serious, expected events of erythema, pain, pruritus, mass, bruising, oedema and exfoliation at the implant site, dermatitis contact and pyrexia were considered possibly related to the treatment. The non-serious, unexpected events of eyelid disorder, scab at the injection site and flushing were considered possibly related to the treatment. In addition, inability to open/close the eyelids (eyelid disorder) from which that the patient has not yet recovered may increase risk for secondary eye injuries. All of the non-serious events are likely secondary to the infection or hypersensitivity. The case meets the criteria for expedited reporting to the regulatory authorities.

Event description:
Case reference number (B)(4) is a spontaneous report received on 13-sep-2018 from a physician referring to a (B)(6) female patient. Additional follow up information was received on 10-sep-2019 from a hcp. No information about medical history or previous filler treatments has been provided. It was reported that the patient had no allergies. On (B)(6) 2018, the patient received treatment (in a room, but not in a injection room and may break asepsis) with 11.5 ml of restylane to the full face area (forehead, both sides temple, tear channels (tear troughs), zygomatic part, the part between mouth and nose, and chin). The lot number, injection technique and needle type were unknown. Prior to treatment, at 09.40 the patient was smeared with lidocaine [lidocaine] gel on the face and at 10:30 the physician used iodophor [iodophor], alcohol [alcohol] and benzalkonium bromide [benzalkonium bromide] to clean the face and disinfect the skin before restylane treatment. The same day, on (B)(6) 2018, the treatment was completed at 13:00 and the physician ordered ice compress. At 14:00, the patient complained of itching (implant site pruritus) on the bilateral nasolabial grooves. Her face was slightly reddish, skin redness/erythema(implant site erythema) and no obvious rash was seen. The patient was not given special treatment for the time being. At 15:00, the patient mentioned the symptoms were severe. The patient complained of severe itching, accompanied by pain(implant site pain) and facial wind mass (implant site mass) that was observed. The physician was considering the possibility of contact dermatitis (dermatitis contact) and gave the patient loratadine [loratadine] (kairuitan) tablets 10 mg orally and facial irrigation. After the treatment, the patient mentioned facial itching and pain had relieved while the facial flushing (flushing) and the wind mass mainly subsided. On (B)(6) 2019 at night, the patient began to experience obvious facial swelling(implant site swelling) in the middle part of the face, with no ache, fear and any other discomfort. The patient took one tablet of loratadine [loratadine] (kairuitan) that night. The next day, on (B)(6) 2018, at 06:50 the patient experienced obvious facial swelling on the injection sites of the face, pain and bilateral eyelid edema(implant site oedema). After consulting with another dermatologist, contact dermatitis was still considered. The patient went to the hospital skin department. At 10:30 the patient went to the hospital and a blood test was performed, which showed white blood cell count (wbc) 8.07*10^9/l, neutrophils (ne) 5.15*10^9/l, neutrophils (ne) 63.9%, lymphocytes (lym) 25.5%, and the diagnosis of contact dermatitis was still considered. The patient received corrective treatment with compound betamethasone [betamethasone] injection via intramuscular injection (debaosong), oral cephalosporin [cephalosporin nos] to prevent infection, oral spironolactone [spironolactone] for detumescence and other unspecified treatment. The facial swelling was relieved at night of (B)(6) 2018. Later, the patient continued using cephalosporin oral and spironolactone oral for treatment, and the facial swelling was relieved more obviously than before. The patient was informed to take oral antibiotics [antibiotics] and anti-swelling drugs [antiinflammatory agents], pay attention to sun protection, avoid local scratching and use facial moisturization [cosmetics]. At 12:43, the patient mentioned that the eyelid edema was recovering. It was reported that the facial swelling was relieved at the night of (B)(6) 2018. On (B)(6) 2018, the patient was recovering. The face swelling had subsided, black scab (injection site scab) could be seen at the forehead, temple, cheek and periocular skin area. The patient was informed again to avoid the sun and local scratching and to wait for peeling the scab. On (B)(6) 2018 at 06:57, the patient complained of skin bruising(implant site bruising) of the inner side of the left eye. The patient was told to use hot compress and continue with the treatments. At 14:52, the patient complained of difficulty in opening eyes and closing eyes(eyelid disorder). The patient was told to apply hot compress and apply a medical mask [cosmetics]. It was reported that the symptoms could be relieved after the crust exfoliated. On (B)(6) 2018, the patient complained of difficulty in closing her eyes. The rest of the symptoms remained unresolved. The patient felt fever (pyrexia) and body temperature was measured to 37.6 celsius degrees at 18:47. The patient went to another a hospital (local) and a blood test was performed, which showed: wbc 11.60*10^9/l, ne 9.28*10^9/l, ne% 80.0%, lym% 13.5%, and received no specific treatment. It was stated that the white blood cell count may indicated a possibility of secondary infection/facial soft tissue infection(implant site infection). Later on the same day, at 18:47, the patient went to another b hospital. The patient's body temperature was measured to 37.2 celsius degrees. At the hospital, a blood test was drawn, which showed: wbc 11.38*10^9/l, ne 9.06*10^9/l, ne% 79.6%, lym% 14.6%. The doctor suggested that the patient continued taking anti-allergy drug, and the patient also received sulbactam [sulbactam] and cefoperazone [cefoperazone], 1.5 gm, IV bid for treatment at 19:30 at the hospital. At the night of (B)(6) 2019, the patient went to another c hospital for emergency, and received ceftriaxone [ceftriaxone], 2 gm IV. The patient felt the fever relieved and did not take a new blood test. On (B)(6) 2018, the patient mentioned partial scaling (implant site exfoliation) and no obvious pigmentation after scaling. The patient was advised to continue with the treatment. On (B)(6) 2018, the patient was hospitalized in hospital d for further treatment. The physical examination showed that there was slight skin redness and swelling, and no exudation on the restylane injection site. There was black scab on both the sides of the temple and zygomatic part. The skin temperature was not high. There was a slight bruise above the left eye socket. The hospital admission diagnosis were allergy/drug allergic reaction (hypersensitivity) and secondary infection/facial soft tissue infection(implant site infection). The patient continued receiving ceftriaxone [ceftriaxone], 2g IV qd, for treatment during hospitalization and used saline to apply for face. The patient body temperature was normal and facial swelling was relieved. On (B)(6) 2018, a blood test was performed, which showed wbc 11.94*10^9/l, ne 9.4*10^9/l, ne% 78.8%, lym% 13.7%, c-reactive protein (crp) 2 mg/l. On (B)(6) 2018, a blood test was performed, which showed wbc 12*10^9/l, ne 8.98*10^9/l, ne% 74.9%, lym% 17.8%, crp 3mg/l, urine routine was negative. The patient also went to another hospital skin department for treatment, and the doctor thought that the hemogram rise was related to phytohormone injection and suggested further observation and blood test one week later. It was reported that the patient was then with good condition, normal body temperature and the facial swelling was relieved. Therefore, the patient was discharged on (B)(6) 2018. The discharge diagnosis were drug allergic reaction and 2. Facial soft tissue infection. At the time of discharge, the patient was suggested to continue using cefaclor [cefaclor] sustained release tablet (xikelao) and blood test to be done one week later. The reporting physician assessed the causality of erythema and pain at the implant site as possibly related to the treatment with restylane. No causality assessment was provided for the other adverse events. Outcome at the time of the report: facial swelling was recovered/resolved. Allergy/drug allergic reaction was recovering/resolving. Secondary infection/facial soft tissue infection was recovering/resolving. Skin redness/erythema was recovering/resolving. Pain was recovering/resolving. Contact dermatitis was not recovered/not resolved. Itching was recovered/resolved. Facial wind mass was recovering/resolving. Facial flushing was recovering/resolving. Eyelid edema was recovering/resolving. Black scab was recovering/resolving. Skin bruising was unknown. Difficulty in opening eyes and closing eyes was not recovered/not resolved. Partial scaling was unknown. Fever was recovered/resolved. Tracking list: v.0 initial. V.1 fu received on 10-sep-2019: event of pyrexia added. Concomitant medication, suspect device location, as reported event terms, event location, outcome, hospitalization details (new serious criteria), corrective treatment and investigations (labs) were updated.